Event description:
A surgeon reported that an intraocular lens (iol) was exchanged when a broken haptic was noted on the first postoperative day. The surgeon reported that the pt was doing well and expected to have a "great outcome". Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and the reported complaint was observed. One haptic was broken or torn in the gusset area (returned). This haptic was also torn or split on the anterior surface and scratched on the posterior surface. The damage observed appears to be from some type of instrument used to grasp the haptic. The optic was torn or split in two pieces with a cut-like appearance. One optic portion was scratched on the anterior surface. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not manufacturing related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot#. Additional info was requested on 02/13/2009 and 02/27/2009 by phone, fax, and mail. A completed questionaire has not been received.